Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event.the root cause of the ventilator was a defective embedded sys modul board. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint.no further investigation or correction will be performed except those mentioned above.in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
This case, however, occurred in may 2022. However, it was cancelled due to cost issues. Later, in september, the hospital asked us to repair it again. Te249004 had occurred, but the phenomenon has not been reproduced at present. However, at the hospital's insistence, we replaced the esm board. Preventive maintenance and battery replacement was performed and returned to the hospital.